Manufacturer narrative:
Evaluation results: received two used interlink dual lead t-connector extension sets. Inspected each set and noted the synthetic rubber septum was inverted in the housing. A slit was present in each septum, with no sign of a needle puncture.

Event description:
Acct reports inverted septum developed while rn was attempting to give nabicarb IV push with the abboject syringe (with protected needle) through injection site with luer lock adapter. States had to change site x2 due to inversion of the septum. States as a result the pt's blood pressure fell. With the third attempt, the medication was given through the "pal" filter and the pt. Received his medication which reversed his hypotension. There were no long term effects due to the delay in delivering the meds.